Event description:
Medtronic received information that no delivery/occlusion alarm - unknown timing, damage (physical or cosmetic), failed batt test occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0955-2020. (B)(4). S/w version 2.8c. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Failed battery test not confirmed. No delivery alarm/occlusion - unknown timing not confirmed. P-cap/reservoir locked properly in place. Pump received with cracked reservoir tube lip.